Event description:
It was reported the patient experienced random zap or jolt sensations at the pocket site when stimulation was on. The patient is getting effective coverage, however he has stopped using the stimulation due to the issue. The patient will consult with his physician regarding the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.